Event description:
The customer tested her blood glucose and rec'd a reading of 284 mg/dl. She retested with a freestyle meter and rec'd a reading of 127 mg/dl. The customer retested again using both meters and rec'd readings of 250 mg/dl (breeze) and 51 mg/dl (freestyle). The differences between the readings fall in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events based on the readings. The customer did not have any strips left, so no prodfuct will be returned for eval.